Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The insertion handle could not connect to the pfna nail for insertion due to the connection screw contained in the set not being suitable for the handle. The incorrect screw for the handle was in the consignment set which led to the product complaint being logged.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Initial reporter is company representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a nailing procedure on (B)(6) 2019 there was difficulty inserting a proximal femoral nail (pfna) the insertion handle was brand new. The surgeon commented that the connecting screw appeared to be a couple of mm too short to engage with the nail. Competitor system was on the shelf as a back-up and was used to complete the case. A surgical delay of 10 minutes was noted. Procedure was completed successfully. It was noted the devices were inspected, and it was identified that the connecting screw should have been exchanged at the same time as the insertion handle and this is what created the issue. This is report 3 of 3 for (B)(4).